Event description:
It was reported that the lead was explanted and replaced due to high impedance (>3000 ohms). Additional information received indicated that a (B) (6) alleges that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury." The (B) (6) further alleges that the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; the analyst noted that there was only one set of setscrew marks on the is-1 pin and it is too proximal, thus lead was not fully inserted into the device; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; the analyst noted that there was only one set of setscrew marks on the is-1 pin and it is too proximal, thus lead was not fully inserted into the device; partial lead in segments returned and analyzed.

Event description:
Asku